Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the caller reported a few days ago on the weekend (clarified event date as saturday) the patient had some problems and it was "shocking them or something". The caller reported both of the patient's legs were being shocked. The caller stated they did not know what program was shocking the patient (program 1, 2, or 3). The caller stated they readjusted it and turned it down and reported the shocking went away when they decreased stimulation. The caller stated they want "the guy" that helped set it up to help recalculate it to make sure it was set right. The caller stated they had it set on "channel 1, 2 and 3 " and stated they backed two of them off and they "couldn't make it go to the third one to back it down" (agent not clear what caller was referring to by this). The caller stated they mean programs 1, 2, and 3. The caller stated they thought "he" set three programs on the patient when they did it the other day. The caller stated they set program 1, then went to program 2 and set it and the patient had a vibration "on another spot", and then went to the 3rd one and "did it". The agent tried to clarify if they had patient go to each program to see if patient could feel stimulation and caller stated they were not sure. The caller stated last week after they came home and was home a couple days the  rep called them and helped them "set it up and did program 1, program 2, and program 3". The caller stated they thought they left it on all 3 programs. The agent reviewed therapy overview. Reviewed how to connect with patient's implant to adjust therapy. The caller successfully connected with patient's implant and stated patient's therapy was on at program 1 at 0.3. Agent inquired if caller knows what setting patient's healthcare provider wants patient to be at and caller did not know and stated "he called up last week and had me set it" and sated they thought they backed the setting down "one each". The agent reviewed therapy overview. The caller reported getting device not responding, resolved by repositioning communicator on patient's implant. The caller stated the patient wanted to increase stimulation and increased stimulation to 0.8 and confirmed the patient was feeling stimulation comfortably in bicycle seat area. The patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.